Manufacturer narrative:
The insulin pump passed prime, displacement and basic occlusion test. The pump was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during testing. The pump was unable to confirm motor position encoder error alarm in alarm history due to displayable history crc failed at startup alarms in alarm history. Displayable history crc failed at startup alarms due to corrupted history files. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of several motor position encoder error alarms. The customer's blood glucose reading was unknown. The customer will return the pump for analysis.